Event description:
It was reported that the user dropped the ilet and the connector fractured, leaving a piece lodged in the pump, and she was unable to remove it. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health or need for medical care. Investigation included troubleshooting guidance provided to carefully attempt removal with appropriate tools and to seek assistance if unsuccessful. Investigation of this case revealed a mechanical break of the connector and obstruction of the remaining fragment within the pump connection interface. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage due to handling.